Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed as a cuff miss. The difficult to remove plunger could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. In this case, it is possible the posterior needle deflected creating the cuff miss, but due to the deflection left the posterior cuff in the pocket which induced the higher resistance when pulled for removal; however, this cannot be confirmed. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using an 8f sheath. Reportedly, there was resistance removing the plunger from the device and a suture break occurred. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.